Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc determined that the cause of the discordant cardiac troponin I (ctni) result was due to user error. The operator was not using the proper sample cup adapter for the sample rack. The tsc advised the customer that by not using the proper sample cup adapter, testing can be negatively affected. The tsc advised the customer to run a precision study and repeat testing using the appropriate sample cup adapter. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant result for cardiac troponin I (ctni) was obtained on a dimension vista 500 instrument on one patient. The result was reported to the physician, who questioned the result. The patient sample was rerun two times and the corrected result was reported. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni result.